Manufacturer narrative:
Company comment: the serious event of swelling at implant site and the non-serious events of erythema, pain, hypoaesthesia, nodule, warmth and paraesthesia at implant site and eye swelling were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. Potential root cause includes treatment procedure in association with user error and the patient's hypersensitivity to the product. The restylane-l was used off label. The serious events of eyelid ptosis and muscular weakness and the non-serious events of bell's palsy and suspected covid-19 were considered unexpected and unrelated to the treatment. Seriousness criteria include hospitalization to prevent permanent damage. Alternative etiologies for the eyelid ptosis, bell's palsy and muscular weakness include concomitant toxin treatment. Alternative etiologies for the suspected covid-19 and muscular weakness include community acquired viral infections or they might be secondary to the concomitant toxin treatment as toxin treatments can give flu-like symptoms. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot numbers were valid and verified the reported product. Additional investigations will be performed in form of repeated batch record reviews to rule out non-conforming products. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by an health professional, which refers to a 39-year-old female patient. Additional information was received on 21-nov-2022 from other health professional. This was case 6 out of 10 with similar events reported from the same reporter. The medical history of patient included bad infection after breast reduction and allergic to codeine. The patient had previously received treatments with unspecified toxins and fillers. On (B)(6) 2022, the patient received treatment with 4 ml of restylane-l (lot 19993, expiry date 30-sep-2024 and lot 19836 expiry date 31-jul-2024), 2 ml to each side of tear trough with unknown injection technique and needle type. The restylane-l was injected to bilateral tear troughs (off label use of device). On (B)(6) 2022, the patient returned to hcp with redness (implant site erythema), tenderness (implant site pain) and swelling (implant site swelling) bilaterally at tear troughs and mid-cheek area. The patient was injected with kenalog [triamcinolone acetonide] and given a prescription for medrol dose pack [methylprednisolone] and cipro [ciprofloxacin]. On (B)(6) 2022, the patient experienced numbness (implant site hypoaesthesia) on left tear trough with pins and needles feeling (implant site paraesthesia) and swelling had resolved. On (B)(6) 2022, the swelling came back with redness and the patient was injected with hylenex [vorhyaluronidase alfa]. On (B)(6) 2022, the swelling continued, and additional injection with hylenex was given. On (B)(6) 2022, the patient experienced a small nodule (implant site nodule) on right tear trough and was injected with hylenex into right tear trough. Same day, the patient also received treatment with botox [botulinum toxin type a]. The patient also had covid-like symptoms (suspected covid-19) but did not test herself for covid-19. On (B)(6) -2022, the patient developed bell's palsy on right side with right lip ptosis (bell's palsy). On an unknown date in 2022, the patient was hospitalized for ptosis of right upper lid (eyelid ptosis) and weakness in right hand (muscular weakness). A neurologist had been consulted. On (B)(6) 2022, the patient had swelling, redness and tenderness in left tear trough, and was injected with hylenex and kenalog. On (B)(6) 2022, the patient was tested for myasthenia gravis, which was ruled out. On (B)(6) 2022, all patient issues were resolved except for swelling. The patient received treatment with 3 ml of vollure filler. On (B)(6) 2022, the patient came back to hcp with abnormal swelling in tear troughs. On (B)(6) 2022, the patient had warmth (implant site warmth) and still had abnormal swelling of tear trough, the right eye was almost swollen shut (eye swelling). The patient was injected with hylenex and kenalog and the area was massaged. The hcp had prescribed medrol dosepak. On (B)(6) 2022, the patient reported that she felt she still had filler left in the right tear trough and was given an injection of kenalog and hylenex mixed into the right tear trough. Outcome at the time of the report: redness was recovered/resolved. Tenderness was recovered/resolved. Swelling was not recovered/not resolved/ongoing numbness was recovered/resolved. Pins and needles feeling was recovered/resolved. Nodule was recovered/resolved. Covid-like symptoms was recovered/resolved. Bell's palsy on right side with right lip ptosis was recovered/resolved. Eyelid ptosis was recovered/resolved. Weakness in right hand was recovered/resolved. Warmth was recovered/resolved. Right eye was almost swollen shut was unknown. Restylane-l was injected to bilateral tear troughs was recovered/resolved.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-nov-2022 by an health professional, which refers to a 39-year-old female patient. Additional information was received on 21-nov-2022 from other health professional. This was case 6 out of 10 with similar events reported from the same reporter. The medical history of patient included bad infection after breast reduction and allergic to codeine. The patient had previously received treatments with unspecified toxins and fillers. On (B)(6) 2022, the patient received treatment with 4 ml of restylane-l (lot 19993, expiry date 30-sep-2024 and lot 19836 expiry date 31-jul-2024), 2 ml to each side of tear trough using 30 gauge needle with unknown injection technique. The restylane-l was injected to bilateral tear troughs (off label use of device). On (B)(6) 2022, the patient returned to hcp with redness (implant site erythema), tenderness (implant site pain) and swelling (implant site swelling) bilaterally at tear troughs and mid-cheek area. The patient was injected with kenalog [triamcinolone acetonide] and given a prescription for medrol dose pack [methylprednisolone] and cipro [ciprofloxacin]. On (B)(6) 2022, the patient experienced numbness (implant site hypoaesthesia) on left tear trough with pins and needles feeling (implant site paraesthesia) and swelling had resolved. On (B)(6) 2022, the swelling came back with redness and the patient was injected with hylenex [vorhyaluronidase alfa]. On (B)(6) 2022, the swelling continued, and additional injection with hylenex was given. On (B)(6) 2022, the patient had covid-like symptoms (suspected covid-19) but did not test herself for covid-19. On (B)(6) 2022, the patient experienced a small nodule (implant site nodule) on right tear trough and was injected with hylenex into right tear trough. Same day, the patient also received treatment with botox [botulinum toxin type a] to glabella. On (B)(6) 2022, the patient developed bell's palsy on right side with right lip ptosis (bell's palsy). On an unknown date in 2022, the patient was hospitalized for ptosis of right upper lid (eyelid ptosis) and weakness in right hand (muscular weakness). A neurologist had been consulted and results of consultation were not provided. On (B)(6) 2022, the patient had swelling, redness and tenderness in left tear trough, and was injected with hylenex and kenalog. On (B)(6) 2022, the patient was tested for myasthenia gravis, which was ruled out. On (B)(6) 2022, all patient issues were resolved except for swelling. The patient received treatment with 3 ml of vollure filler. On (B)(6) 2022, the patient came back to hcp with abnormal swelling in tear troughs. On (B)(6) 2022, the patient had warmth (implant site warmth) and still had abnormal swelling of tear trough, the right eye was almost swollen shut (eye swelling). The patient was injected with 0.6 ml hylenex, kenalog and the area was massaged. The hcp had prescribed medrol dosepak. On (B)(6) 2022, the patient reported that she felt she still had filler left in the right tear trough and was given an injection of kenalog and 0.1 ml of hylenex mixed into the right tear trough. On (B)(6) 2022, the patient was again treated with 0.6 ml of hylenex. Outcome at the time of the report: redness was recovered/resolved. Tenderness was recovered/resolved. Swelling was not recovered/not resolved/ongoing numbness was recovered/resolved. Pins and needles feeling was recovered/resolved. Nodule was recovered/resolved. Covid-like symptoms was recovered/resolved. Bell's palsy on right side with right lip ptosis was recovered/resolved. Eyelid ptosis was recovered/resolved. Weakness in right hand was recovered/resolved. Warmth was recovered/resolved. Right eye was almost swollen shut was unknown. Restylane-l was injected to bilateral tear troughs was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 08-dec-2022 from the same reporter: suspect device needle type, vollure and botox treatment dates, treatment location of botox, onset date of suspected covid-19 and additional treatment details of hylenex were updated.

Manufacturer narrative:
Company comment: the serious event of swelling at implant site and the non-serious events of erythema, pain, hypoaesthesia, nodule, warmth and paraesthesia at implant site and eye swelling were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. Potential root cause includes treatment procedure in association with user error and the patient's hypersensitivity to the product. The restylane-l was used off label. The serious events of eyelid ptosis and muscular weakness and the non-serious events of bell's palsy and suspected covid-19 were considered unexpected and unrelated to the treatment. Seriousness criteria include hospitalization to prevent permanent damage. Alternative etiologies for the eyelid ptosis, bell's palsy and muscular weakness include concomitant toxin treatment. Alternative etiologies for the suspected covid-19 and muscular weakness include community acquired viral infections or they might be secondary to the concomitant toxin treatment as toxin treatments can give flu-like symptoms. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot numbers were valid and verified the reported products. No potential quality issues have been identified in the manufacturing process of the specified batches. The batches are manufactured and released according to galderma quality management system. The information in this case does not indicate non-conforming products or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.